Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an altitude alarm was received. Reportedly, the customer wears their pump against their skin. The customer's blood glucose level (bg) was 167mg/dl. During a follow-up, the customer reported successfully clearing the altitude alarm.